Manufacturer narrative:
Analysis of the pump found no anomalies. Eval code method: code 4114 no longer applies to this event. Eval code-result: code 3221 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5 mg/ml at 4.1562 mg/day via an implantable pump via simple continuous dosing for an unknown indication for use. It was reported that there was an unexpected reservoir volume discrepancy. It was reported that the pump was refilled and after one week the reservoir was empty. It was reported that the patient had no bad symptoms and was in good conditions. The pump logs were provided for review and it was noted that the estimated (elective replacement indicator) eri was 32 months and that the expected reservoir volume was 39.23 ml. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient stayed in the hospital waiting for the replacement. It was further noted that due to that the event replacement was postponed from (B)(6) 2018. It was reported that the pump was replaced on (B)(6) 2018. It was reported that the issue was resolved at the time of the report and that the patient is fine with no injury. No further complications were reported and/or anticipated. Additional information was received. It was reported that there was no pump alarm and that the pump was aspirated and there was no drug. It was also reported that the pump logs were okay. It was reported that the pump was updated following the refill. It was reported that it was unknown if there was a programming issue. The pump logs reported that the pump was last updated on (B)(6) 2018. It was confirmed that the amount of drug that was expected to be in the pump was 39.3 ml. No further complications were reported and/or anticipated.